Event description:
It was reported that the foley catheter balloon could not be deflated and patient had to go to emergency room to puncture the balloon by inserting a guidewire into the lumen. It was further stated that fluid was still present in the balloon when it was punctured. It was stated that they have never seen this happen and this had happened 3-4 times in the past week in the community.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter balloon could not be deflated and patient had to go to emergency room to puncture the balloon by inserting a guidewire into the lumen. It was further stated that fluid was still present in the balloon when it was punctured. It was stated that they have never seen this happen and this had happened 3-4 times in the past week in the community.